Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had high thresholds on the pace/sense portion. The pace/sense portion was capped and replaced. The high volt portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that there was a slight increase in lead impedance.